Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow-up showing non-sustained rv oversensing due to post-paced t wave oversensing. Patient was asmyptomatic. Programming changes were made. Device remains implanted.